Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the unit was being powered on, the cs300 intra-aortic balloon pump (iabp) pahe hospital reported that the screen was blank when it was turned on, the buttons failed, there was no response when the machine was turned off, the screen could not be powered off, and the ups could not rent. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse noticed that after turning the unit on, the screen was flickering, some keys failed, and the screen was unable to be turned off after the unit was turned off. Then, the fse detected the keyboard, video control board and power supply module to be faulty. The fse also stated that the unit was critically faulty, unusable and all those accessories needed to be replaced. So, in order to solve the issue, the fse replaced the pcb keypad controller (0670-00-1145), pcb display controller (0670-00-0640), and power supply (0014-00-0033-05). After replacing all the accessories, the unit returned to normal, all functions were normal, and the unit performance inspection was within the normal range. The unit was delivered to the customer and was able to be used normally.

Event description:
N/a.